Event description:
A malfunction was reported with the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reappears.